Manufacturer narrative:
Part 338.140, lot # 1020: device history records not available as device is older than 15 years. Corrected data: number 1020 is the lot number not the serial number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement reported. Date of event is unknown. UDI# (01)gtin unavailable, product made prior to gtin compliance date. Lot# unknown. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Unknown. Similar device sold in united state is 510(k) exempt. (B)(4) used to capture no patient involvement reported. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plastic tip on a dhs/dcs impactor is chipped. The issue with the tip was noticed after it was sterilized. This complaint does not involve patient or procedure. This report is for one (1) dhs/dcs impactor. This is report 1 of 1 for (B)(4).